Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: pressure sensor assembly defect correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: external flow sensor failed & self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: pressure sensor assembly defect correction: replacement of the defective component. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: external flow sensor failed & self test failed.